Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 4 closed samples for analysis. We have checked the needles of the samples received and the tips, edges and geometry are within the specification. We have tested the needle penetration performance (average 1st penetration) of the 4 needles received and the results do not fulfill the specification. Needle penetration performance result (average 1st penetration) of needles tested of the raw material batches used in this product during production were 0.389 n, 0.419 n, 0.438 n and 0.426 n and fulfilled the specification (<0.480 n). Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/european pharmacopoeia and b. Braun surgical requirements. Conclusion root cause analysis: the root-cause could not be clearly identified by the needle manufacturer. A non-conformity report was opened to manage the final investigation and corresponding actions. Final conclusion: taking into account that the results of the samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with optilene suture. The client reported that the needle is not sharp, difficult to suture on skin. Additional information has not been provided.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.